Event description:
On (B)(6) 2026, senseonics was made aware of a user experiencing bleeding at the insertion site and suspected the sensor may be coming out. Multiple attempts were made to reach the user for additional information without success.

Manufacturer narrative:
Bleeding at insertion site is a known and anticipated potential adverse effect as described in the eversense user guide, which does not require additional investigation. No further details could be obtained due to a lack of response from the user.